Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed multiple alerts indicating device malfunction, specifically alert 53 for cap touch communication, alert 57 for a software runtime error, and alert 69 for an algorithm data parity check, leading to a device replacement and shipment of interim supplies; blood glucose was reported as unaffected and the user had an alternative insulin therapy during the interruption. Symptoms included no reported adverse clinical effects. Outcomes included continued glycemic management without interruption to care, device replacement, and user education on device return and setup. Investigation included review of device-generated alerts and provision of troubleshooting and education. Investigation of this case revealed alert-driven malfunction consistent with a cap touch communication fault, a software runtime error, and an algorithm data integrity check failure, attributable to a device operational error within the pump system. It was concluded that the cause was a device malfunction.